Manufacturer narrative:
The t:slim g4 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 100 units. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose level was 270 mg/dl. Upon troubleshooting with tandem technical support it was discovered the customer was re-using cartridges. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.